Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Missing a screw cover and the retaining screws are not intact. Device was received in with 4 damaged small knobs and front panel. The bottom case is protruding beyond the top case by the battery compartment. Input manifold assembly is extremely loose on the bottom chassis and the timing valve cap contains some damages. Internal rattling is heard. The frequency block is loosely connected to the bottom chassis. Performed demand inhibit tests and checked measurements for frequency and tidal volume. Device functions as intended. The root cause of the reported the problem was unable to be determined. The problem may be intermittent due to damages caused by the customer. Replaced the input manifold as a preventative measure.

Event description:
It was reported that the device continues breath was not reading correctly and the title wave not reading correctly. Additional information received (B)(6) 2021 via email: date has been updated and it was discovered during testing.